Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use pump for insulin therapy. Reportedly, the customer was not removing air from the cartridge, tandem technical support educated the customer on the proper fill technique.